Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received a dual chamber pacemaker system with both right atrial (ra) and right ventricular (rv) leads implanted. The patient was released from the hospital post implant and it was noted that the patient was not on anticoagulant therapy. The patient feel unwell and immediately came back to the hospital. The patient was hospitalized due to their illness; however, the pericardial effusion that the patient experienced due to a lead perforation was not detected during the course of their hospital stay. The patient subsequently died in the hospital on (B)(6) 2015. It is unknown which lead perforated the heart that caused the pericardial effusion. Neither the ra or rv leads will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the is-1 portion of the lead was received; approximately 18 centimeters from the terminal pin. Visual inspection noted no anomalies on this lead section. Due to the condition of the lead, the resistance or pressure testing could not be performed. Laboratory testing was unable to confirm the reported clinical observations.

Event description:
Further discussions were conducted with the physician. The physician reported that there were no issues encountered during the implant of this lead. He also commented that the perforation was caused by the lead design. The lead was later returned for analysis.

Manufacturer narrative:
--

Event description:
--